Event description:
It was reported that a wireless module is burnt inside. It was also reported that the device appears to have "a bulge in the area of the battery terminal." The customer stated that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. During baxter's eval, the wireless module was found to be inoperable due to the wireless module flex and radio pcb failing caused by fluid intrusion. The fluid caused shorting, and overheating to occur on the printed circuit board. The device will be retired from svc.